Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was mildly tortuous, mildly calcified, and 90 percent stenosed. Upon pullback, it was noted that the catheter sheath became separated at the lap joint. The catheter was removed, and the detached portion was removed from the patient using a snare. A different device was then used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached. Regarding the encountered detachment, these are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material. Since it was confirmed that the manufacturing process was successful, it is possible that this issue occurred during the procedure, either during insertion or extraction of the device, or due to the handling and manipulation from the user. The assigned cause for the encountered partial detachment is adverse event related to patient condition, since it is most probable that the anatomical factors contributed to the issue by increasing the friction between the device and the lesion and thus increasing the forces needed to advance and extract the device.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was located in the left anterior descending artery (lad) and was mildly tortuous, mildly calcified, and 90 percent stenosed. Upon pullback, it was noted that the catheter became separated at the lap joint. The catheter was removed, and the detached portion was removed from the patient using a snare. A different device was then used to successfully complete the procedure. There were no patient complications.